Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo evaluation summary: upon visual inspection of a photo, the following was observed: the photo shows a device and anvil from top view. The device presents several protruding staples legs from pockets and the anvil can be seen with washer half only. It is possible that the anvil does not belong to the device. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colostomy reversal they put stapler through the rectum and thought it was connected. The orange indicator was in 'green' area. When fired they heard a pop not a crunch and the staples did not come in contact with the anvil pockets. More distal colon was removed and the procedure was prolonged by approximately twenty minutes. A similar device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4).batch # t5cw5g. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present, the device was received with 17 unformed staples protruding of guide face. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. Also, if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.